Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the right ventricular lead implantation was attempted, but not successful because the lead an unacceptable defibrillation threshold. The lead was removed and replaced. No patient complications were reported as a result of this event.